Event description:
Boston scientific received information that this right atrial (ra) lead was reported to have fractured. The device was reprogrammed. There were no adverse patient effects. The lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.